Event description:
It was reported that the user stopped using the ilet because no cgm sensors were available, which led to dosing suspension, and the user was advised to disconnect until a new sensor could be connected. Symptoms included no adverse clinical effects reported. Outcomes included interruption of automated insulin dosing until cgm connectivity is restored. Investigation included complaint intake, troubleshooting, and user education on reconnecting with a new sensor. Investigation of this case revealed that insulin automation was suspended due to absence of cgm data, consistent with expected device behavior when no sensor is active. It was concluded, based on previously established findings for similar reports, that the cause was user-related condition of use without an active cgm sensor.